Manufacturer narrative:
D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details.

Event description:
It was reported that burr stuck on wire occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A rotawire drive was selected for use. During the procedure, it was reported that the outer sheath covering the driveshaft got separated. Also, the burr would not slide off of the wire. The wire and burr were removed in one piece with no fragments left behind. There were no patient complications.